Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in shock impedances since several years priorly. At some point, values went out of range and continue to be. It was suggested to increase daily measurements alert to 150 oms and continue to monitor lead until values pass the 150 ohms limit. The implantable cardioverter defibrillator is programmed to maximum output shocks and initial polarity already. There is no evidence of noise and all other rv lead measurements are stable. The rv lead remains in service. No adverse patient effects were reported.